Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause could not be established. Distal end has foreign objects is detectable and preventable by handling device in accordance with the following IFU: IFU figure number:re0552. Revision:01. Chapter:chapter 3 preperation and inspection 3.3 preperation and inspection of accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a crack and foreign objects on the distal end, corrosion on the ultrasonic transducer, and peeled adhesive around the objective lens and light guide lens. There was no patient involvement.